Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported that the physician was getting an error message and that she was unable to use the programming system. While troubleshooting, company representative was able to confirm that the physician was able to use her wand and serial cable successfully with another tablet. When the tablet was examined, it was found that the usb port on the tablet was loose when the serial cable was attempted to be inserted into the port. The usb port is the suspected to be the cause of the communication issue as the serial cable and wand worked with no issues on another tablet. No patients were affected as a result of this issue.

Event description:
Additional information was received that the physician had not noticed any issues prior to (B)(6) 2016. The physician did not report any issues to company representative prior to that. The company representative received an error message that the communication is not successful but could not recall the exact words. The representative did troubleshoot with his own usb cable and was sure that the tablet was the issue. The tablet was received on 07/29/2016. An analysis was performed on the returned tablet and the reported allegation of hardware failure was verified. During the analysis it was identified that the usb port was damaged. As a result, the tablet was unable to establish communication. No further anomalies were identified.